Event description:
Female pt with a history of central line infections was using the gripper needle. From clamping and unclamping a hole developed in the tubing. Pt developed 105.7 temperature and was hospitalized.